Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient was admitted to the hospital on (B)(6)2018 after experiencing one grand mal seizure and was discharged on (B)(6)2018. On (B)(6)2018 the patient underwent a pump refill. As of (B)(6)2018 the patient's high blood pressure, severe edema, and urinary problems were improved, but the patient still experienced fatigue, was not sleeping well, and experienced constipation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 500 mcg/ml unknown baclofen at a dose of 99.92 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient had terrible side effects with the pump. They were trying to find the right dosage but the patient was not very satisfied with the patient's healthcare professional (hcp) who was passive and wasn¿t helping with the side effects. The side effects included: high blood pressure, severe edema that was thought to be triggered from the patient's blood pressure medication, insomnia, constipation, urinary problems, sleep problems, and a grand mal seizure in (B)(6) 2018. This started since the patient's first refill appointment and they changed the patient's concentration. On (B)(6) 2017 the patient was at 500 mcg/ml and 99.92 mcg/day, they did small increases and by (B)(6) 2017 they increased to 300 but this was when the concentration was changed to 2,000 mcg/ml. From this point on, the patient had increased problems. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient had non-specific symptoms of le tingling, fatigue and insomnia. Those did seem to come on with concentration change, but persisted and were not worsening with increased dose. The patient had h/o large mca stroke. Possible baclofen contribution, but stroke was primary risk factor. As an action/intervention taken to resolve the symptoms including the "grand mal seizure" the patient was started on keppra after seizure. The patient did not have further seizures. The patient was still fatigued and not sleeping well.